Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022, further described as "two weeks ago" . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small pin hole in the patient line of the homechoice cassette which resulted in leak. This was observed during use of peritoneal dialysis (pd) therapy. The leak was further described as ¿carpeting felt wet¿. The patient was given prophylactic antibiotics as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.